Manufacturer narrative:
Other, other text: device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in good condition. The unit was powered on and no water recirculation was observed. The customer reported product problem (no flow) was therefore confirmed. The investigator then removed the back panel for further investigation and found that there was a crack in the return tube. This had allowed water to leak into the unit. The leaked water had damaged multiple internal components. The crack in the return tube was attributed to a design issue. This was established as the root cause. The return tube and main pcb were replaced. The device subsequently passed all the functional tests.

Event description:
Information was received indicating that during testing, a smiths medical level 1 trauma fast flow system was not flowing. No patient was involved in this event. No adverse effects were reported.